Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion was located in the calcified left anterior descending artery (lad). A 2.50 x 20 synergy ii drug-eluting was advanced treat the lesion. However, when the device pulled from the diagonal into the lad artery, the stent came off from the delivery system. A 1.5 balloon catheter was then advanced to dilate the dislodged stent. The stent was deployed halfway into the lad and halfway into the diagonal branch. Other balloons were also used to dilate the stent into the proper diameter. Subsequently, a second stent was deployed into the lad to perform a crush technique and the procedure was completed. No patient complications were reported and the patient's status was good.